Event description:
It was reported that there was a prophylactic replacement of a device and when the doctor was attempting removal of the lead, it broke and the electrodes remained behind in the patient. Additional information has been requested but was not available as of the date of this report.

Event description:
Follow up information reported that the patient was receiving effective therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# v183973, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).